Event description:
It was reported issues with nuisance air-in-line alarms. The customer stated that although they have troubleshooting tip sheets, they are suggesting integrating the troubleshooting tips within the alaris software. There was patient involvement, but impact is unknown.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported issues with nuisance air-in-line alarms. The customer stated that although they have troubleshooting tip sheets, they are suggesting integrating the troubleshooting tips within the alaris software. There was patient involvement, but impact is unknown.